Manufacturer narrative:
Product return received for transmitter and receiver. Product investigation for transmitter concludes discharged transmitter battery. Product investigation for receiver concludes there was no defect found. No data available for evaluation.

Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.